Manufacturer narrative:
The patient underwent a successful revision surgery in (B)(6) 2015 to replace a proximal femur mets. The cause of the revision has been attributed to the disease progression (tumor) requiring the removal of additional bone and a new prosthesis. The complaint is being closed and is being tracked and trended.

Event description:
This is a supplemental report to 3004105610-2015-00090 ((B)(6)).

Manufacturer narrative:
No failure of the implant has been reported. The revision procedure is being carried out due to the return of the patient's tumor. The patient now requires further resection and a revised implant. The surgeon has scheduled a revision procedure for (B)(6) 2015. The explanted device will be returned for evaluation. The investigation is ongoing and a supplemental report will be submitted.

Event description:
The surgeon reported that the patient requires a revision due to the progression of disease and return of the tumor. A custom proximal femoral implant has been requested.